Event description:
It was reported that the customer had issues during the prime/rewind process. The customer's blood glucose reading was 14mg/dl. It was stated that insulin squirted out during the manual prime process and the device alarmed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.